Manufacturer narrative:
.

Event description:
The customer reported multiple errors during testing. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a device error indicating that service was required. There was no adverse patient impact reported.